Manufacturer narrative:
Evaluation summary: the delivery system returned with numerous kinks along the hypotube. The transition tubing was stretched immediately proximal to the guidewire entry port. The balloon folds were open and crimp impressions were visible along the working length of the balloon. Negative prep confirmed the presence of a leak. On pressurisation of the balloon a leak was detected. There was a pin-hole tear on the distal balloon pillow. The balloon material was uneven at the tear site. There were lead in scratches on both the proximal and distal end of tear site. (B)(4).

Event description:
It was reported that the physician was attempting to treat a moderately calcified and tortuous mid rca lesion. The physician attempted to use a resolute integrity (rx) drug eluting stent. No damage was noted to the device packaging. No issues were noted removing the device from the hoop/tray. The device was not inspected. During the procedure, the lesion was not pre-dilated. It was reported that the device did not pass through a previously deployed stent. Resistance was encountered and excessive force was not used during delivery. Inflation difficulties were encountered and it was reported that a burst, leak or catheter leak was observed at 14 atm during stent deployment. The stent was deployed and the stent balloon was retracted, and another balloon was used to fully deploy the stent. No patient injury reported.

Manufacturer narrative:
Additional information: the physician was treating tandem lesions exhibiting 90% stenosis in the mid section of the rca. Negative prep was not performed. It was reported that the burst, leak or catheter leak was observed at 12 atm and not 14 atm as previously reported and was observed during stent deployment on the second inflation. It was reported that only the ends of the balloon inflated partially. The device was not moved or re-positioned in the lesion prior to the burst. The same inflation device was used with other devices pre or post the inflation difficulties encountered.

Event description:
.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.